Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a¿sales representative¿via¿sems¿that 2 of the ar-8500td¿torpedo, 5.0mm x 13 cm metal tips broke off during the procedure. This was¿discovered during¿a shoulder procedure.¿how the procedure was completed if occurred during use.¿a 3rd ar-8500td shaver was opened to compare, making sure all pieces were found. A portable x-ray was done while the patient was still in the or, no foreign objects were seen on x-ray. Additional information 8/3/2021 the sales rep reported the incident occurred during one of the dr's. Shoulder scopes. Two torpedo shavers were broken during a normal bursectomy in the sub-acromial space.